Event description:
The rhino elephant ear washer single use tip, detached from original attachment piece connecting to elephant spray washer which broke off in patient's ear. The physician was advised, and he was able to remove the plastic tip with forceps. No other concerns or harm to the patient per physician. Manufacturer response for ear washer tip, disposable ear washer tips (per site reporter) e-mail to vendor.